Event description:
It was reported that the patient's aveir leadless pacemaker (lp) inappropriately went into reset mode. The lp was successfully restored to nominal settings. No further information was provided.